Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited noise. Noise was not reproducible with arm movements or pocket manipulation. No intervention was performed. The patient was discharged. No further information was available.